Event description:
Cpi received info that these rate sensing leads were removed from service for an insulation failure. The patient had experienced oversensing with inappropriate shocks. Patient disk was sent to cpi for eval. The stored egms and r-r intervals available from the disk show episodes that are similar to those we have seen from myopotential oversensing or insulation failures in the rate sensing electrodes. These episodes may be the result of abrasion from the aicd casing or other physical stress on the leads. A bipolar rate sensing lead was added to the patient's system.